Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath and chest pain. It was further reported that the right ventricular (rv) his bundle lead exhibited high thresholds as well as the right atrial (ra) lead exhibited possible rare under sensing causing false termination of some atrial tachycardia/atrial fibrillation episodes. The rv his bundle lead and ra lead remain in use. No further patient complications have been reported as a result of this event.